Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 570 mg/dl at the time of the incident and the current blood glucose was 270 mg/dl. The customer was treated with multiple dose injection and bolus. The customer does not allege pump was under delivering. The customer was wearing the pump at the time of hospitalization. The customer was advised to verify the accuracy of programming with their health care professional. The insulin pump will not be returned for analysis.